Manufacturer narrative:
The insulin pump was received with intermittent escape, act, express button, up arrow and down arrow buttons due to flattened dome switches. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump hade minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse also reported that the buttons were hard to press. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's spouse stated that they were given insulin to treat the blood glucose. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.